Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed one opening assessed as fold flaw. A piece of missing shell was assessed as inconclusive. As per the investigation procedure crease-fold, non-penetrating nick and wear abrasion was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 (explant date not provided).

Event description:
Device has been explanted.